Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
During use, significant backflow was observed at the joint. No patient harm.

Manufacturer narrative:
(B)(4) follow up report for additional information.

Event description:
Additional information provided: please return the affected product(s) and any connecting products (with its original packaging if possible) for investigation? Please confirm how the fault was identified? Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? )? Please confirm if the maxzero was primed when this happened? Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Please confirm what substance was being infused during the time of the event? Please confirm if the reflux is of blood or medication? Please confirm if there was any leakage outside of the fluid path? Was there any patient harm? Was there an under infusion? 1. Sample return tracking number: (B)(4). 2. During the nurse's rounds to check infusion progress. 3. During infusion using a y-type catheter, the infusion was connected without using a connector. The specific issue was inconsistent blood return times. 4. Patient's puncture site was the forearm. At the time of the incident, the infusion connector was in an unused, retained state. 5. No visible damage was observed on the connector assembly. 6. The infused medication was analgesic or basic maintenance fluid. The backflow within the connector was blood. 7-9: all negative.

Manufacturer narrative:
Two mz1000 china samples were received without packaging; some residual fluid was present in the housing. The customer reported that the samples were from lot 25045151 and that "during use, significant backflow was observed at the joint." As part of the investigation, the customer provided photographs of the reported issue; analysis of which confirmed the customer's experience as blood was observed in the maxzero housing. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to pressure testing; no leakage was observed from the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25045151 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. However, please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 china product.

Event description:
No additional information.